Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. The reported sensor patch, sensor pack and applicator have been returned. Visual inspection has been performed on the returned product's and no issues were observed. The sensor plug was seated and transferred correctly. Removed the sensor plug and performed visual inspection, no faulty component was identified. The applicator was pried open and the sharp was inspected,no issues were observed. The applicator did not show any signs of misuse. No malfunction or product deficiency was identified.

Event description:
Customer's caregiver reported an adc freestyle libre sensor was applied to the customer and she subsequently experienced bleeding and hematoma less than 1 day after application. Customer had contact with a health care provider and was reportedly treated with thrombophob (heparin) gel. No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported an adc freestyle libre sensor was applied to the customer and she subsequently experienced bleeding and hematoma less than 1 day after application. Customer had contact with a health care provider and was reportedly treated with thrombophob (heparin) gel. No further treatment was reported. There was no report of death or permanent injury associated with this event.